Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient had stenosis in the right proximal popliteal artery. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the right leg distal superficial femoral artery (sfa) extending into the proximal popliteal artery with 90% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.0x150mm study stent. Following post-dilatation, residual stenosis was 20%. On (B)(6) 2018, the patient was diagnosed with stenosis in the right proximal popliteal artery. In response to this event, laser "athrectomy" and cutting/drug-eluting angioplasty was performed and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient had stenosis in the right proximal popliteal artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on that day. The target lesion one was located in the right leg distal superficial femoral artery (sfa) extending into the proximal popliteal artery with 90% stenosis and was 140 mm long with a proximal reference vessel diameter of 5.00 mm and distal vessel diameter of 5.00 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.0x150mm study stent. Following post-dilatation, residual stenosis was 20%. On (B)(6) 2018, the patient was diagnosed with stenosis in the right proximal popliteal artery. In response to this event, laser athrectomy and cutting/drug-eluting angioplasty was performed and the subject was discharged on the same day. Additional information received: on (B)(6) 2018, the patient visited the hospital with the complaints of peripheral vascular disease. A lower extremity arterial ultrasound was performed and revealed in the right leg there was an occlusion in the distal sfa (severe isr of the study stent). In the left leg a stent that was implanted in 2017 was occluded. On (B)(6) 2018, post review of the dus findings, the patient planned intervention for a later date. On (B)(6) 2018, the patient visited the hospital for the scheduled intervention for severe in-stent restenosis of the study stent. Angiography was performed that revealed the left leg had a patent common femoral artery and the right leg had 90% of the stenosis noted in the sfa above the stent. 90% of the isr noted in the study stent that was implanted during the index procedure was treated with laser athrectomy, cutting angioplasty and drug-eluting angioplasty with 0% residual stenosis. On the same day, the event was considered resolved and the patient was discharged.